Event description:
Report received of a tubing separation. Patient was receiving an unspecified hydration solution. The nurse was taping the i.v. Site when the separation occurred at the tubing to clave port connection. The clinician noted the separation immediately, clamped the tubing, and changed the extension set. The i.v. Site was not lost. There was no blood loss and no reported adverse patient effect.